Event description:
A report was received that the patient was experiencing pocket site pain. Lidoderm patch treatment had been recommended if needed.

Event description:
A report was received that the patient was experiencing pocket site pain. Lidoderm patch treatment had been recommended if needed.